Event description:
It was reported that during an aneurysm repair procedure, an endoleak occurred. The aneurysm was located in the right common iliac artery. The physician implanted a 10x50 - 10fr wallgraft stent. After the stent was implanted angiography showed there was an endoleak and that the aneurysm still existed. The procedure was completed with a different device. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).